Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient wants his scs ipg explanted. Follow-up identified the patient is experiencing rib pain and the physician wants the scs ipg explanted in order for the patient to have an MRI. On (B)(6) 2013 follow-up identified the patient's scs ipg was explanted.